Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. When the unit tested on an in-house system, it failed normal mode as it triggered 319 error. Remote fe also logged errors 319, 307 & 40084. The clockspring fiber swapped with a new one and the error no longer occurred. When the original fiber cable reinstalled, 319 error came back. The unit then tested on patient side cart (psc) fixture test platform (pftp) and it passed lissajous, brake release, brake hold, sine cycle, carriage strength, friction tests, carriage sensors check, carriage friction and advanced brake. Clockspring fiber assembly was replaced as a fix to the related issue. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, a non-recoverable error 319 occurred on universal surgical manipulator (usm) 3. Caller said prior to error 319 they received an error 26002, they restarted the system, but error 319 still persisted. Technical support engineer (tse) reviewed live logs and identified error 319 pointing to a usm 3. Tse guided surgeon to do an emergency power off (epo), cycle circuit breakers and exercise the usm 3. After restart, system still showed error 319. Tse explained to the surgeon that he could disable usm 3 and proceed with the remaining 3 usms. The surgeon agreed to proceed with 3 usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was completed using the 3 usms with a delay of 30 minutes.